Manufacturer narrative:
(B)(4). The device was manufactured october 20, 2015 ¿ october 21, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was also performed by manually removing and closing the fillport cap. The fillport cap was easily removed and closed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a damaged fill port cap. This was observed during filling with fluorouracil. There was no patient involvement. No additional information is available.